Event description:
It was reported, there was a pump reservoir volume discrepancy and a catheter occlusion. During a routine pump refill, the actual residual volume was 29 milliliters (ml) while 18.8 ml was expected. The catheter was unable to be aspirated during a dye study. The pump was examined on 2014 (B)(6) and the catheter was examined with the dye study on 2014 (B)(6). Again in the operating room the catheter could not be aspirated. The catheter was cut at the anchor and no cerebrospinal fluid (csf) flow appreciated. There was a build-up of matter around the side port and sutureless connector noted intra-operatively. The severity of the reservoir volume discrepancy was noted as ¿mild (does not interfere in a significant manner with the subject¿s normal functioning level),¿ while the severity of the occlusion was noted as ¿moderate (produces some impairment of functioning but is not hazardous to health).¿ the event resulted in an unscheduled clinic or office visit. The pump was explanted and replaced and the proximal portion of the catheter was explanted on 2014 (B)(6). The distal portion of the catheter was tied off and left in the patient. There was no patient injury and the patient recovered without sequelae on 2014 (B)(6). The pump logs were reported with no abnormal messages. The system was being used to deliver dilaudid, clonidine, and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found coring/tears/cuts in the seal of the sutureless connector which met leak criteria.